Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, fluctuating pacing impedance measurements were observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). The impedances were never out of range and the physician elected to continue monitoring the system. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, fluctuating pacing impedance measurements were observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). The impedances were never out of range and the physician elected to continue monitoring the system. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported. Additional information was received that the ra impedances have continued to increase and were measured high and out of range. Ra pacing is not programmed on and the system will continue to be monitored.